Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for bone and malignant pain. It was reported that patient called back about the 90% lag. Agent walked the patient thru the clear data instructions. It was reported that the patient stated 'it started acting strange last night. It always takes about 15 minutes to deliver a bolus. It will get stuck at 90% and just sit there for a while. Now it won't work at all.' Patient confirmed no falls or trauma, or changes to implant site. Patient mentioned they got a couple boluses this morning, but then this afternoon they had not been able to get anything this afternoon. Patient reported seeing no pump response and communication error (service code 356) multiple times. Patient restarted the handset, repositioned the communicator, and continued to see 'no pump response. ' the issue was not resolved through troubleshooting. A request was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.